Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right atrial (ra) lead exhibited helix mechanism issue resulting in failure to retract the helix. The ra lead was removed and replaced on (B)(6) 2023. The patient had no adverse consequences.